Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; after the pump was worn while swimming, the up arrow, down arrow and ok buttons were reportedly unresponsive. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2018 with the following findings: during investigation, the keypad rubber was undamaged and all the buttons were responding properly. The original complaint was unable to be duplicated. The keypad rubber was removed and there was no contamination or damage found to the key's contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.